Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "any creases associated with hole." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identify, crease smooth opening on radius and posterior. And opening crack. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening. Crease was observed. However, no is considered workmanship, because the device was explanted.

Event description:
Healthcare professional reported, left side deflation. And "any creases associated with hole". Device has been explanted.